Manufacturer narrative:
Device is a combination product.

Event description:
It was reported stent damage and stent migration occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 15mm x 2.5mm, de novo target lesion with a significant bend with a greater than or equal to 90 degrees, was located in the mildly tortuous left circumflex (lcx). During the procedure, a 16 x 2.50 promus premier select stent was selected for use. It was noticed to have a longitudinal stent deformation and the stent had migrated to the left main coronary artery (lmca) after post dilatation. Another drug eluting stent (des) was deployed to cover the deformed stent to complete the procedure. No further patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.